Manufacturer narrative:
No test methods have been performed (method) as the product performed in accordance to specifications (conclusion) and the device was used in accordance with labeled indications (results). No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was life theratening to the patient and the invisalign product was being used at that time.

Event description:
The patient reported symptoms of swollen lips and gums and tingling of the cheeks, gums and tongue. It is unknown if the patient required any medical intervention to alleviate the reported symptoms. It is unknown if the patient took or was prescribed any medication to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2018. The treating doctor considered the event was serious and life threatening if the patient continued with the treatment.